Event description:
It was reported that the customer's quick serter was not working well. His blood glucose was 481mg/dl at the time of reporting. She stated that the sensor cannula was bent. The equipment is being returned. No add'l info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.